Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the pusher could not be connected; it fell off, and there were also several problems with readjustment; as if the material of the stent was too wide or worn out, or the pusher was too small.